Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was reported to have "broken at the tip that blinks all the time" at 64,000j and 8:00 minutes of used. The fiber tip was cleaned during procedure. A second fiber was utilized to complete the case. There was no patient injury reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. There is misalignment of the metal cap output window with the red stop sign. The metal cap is not loose within the outer flow tubing. The outer flow tubing open end exhibits minor scratch marks and sign of melting. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.